Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced loss of atrial kick due to no capture on the right atrial (ra) lead. The ra lead also had high impedance and a possible fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.